Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge as recommended. In turn, the ipg became inoperable. As a result, surgical intervention may be pending to address the issue.

Event description:
It was reported that the patients ipg was explanted and replaced. Effective therapy was restored post-op.